Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On 2020-july-06, additional information was received from the patient. The cause of the event was requested. The patient stated, "no, needle was not inside pump 3 cc of medicine was injected into my system; morphine, baclofen, clonidine. When taken out, old med. 2 cc fell on floor!" Resolution of the event was requested. The patient stated, "I was taken down to ER and given naloxone hydrochloride per 1 mg where I stayed 5 hours from drug overdose".

Event description:
Additional information was received on 02-jun-2020 from a healthcare professional (hcp) who reported that 3 ml of the pump solution was inadvertently injected into the pump pocket after which the remaining ¿46-47 ml¿ was reinjected correctly. The patient was agitated and confused and was admitted to the ER (emergency room) for 5 hours. Her vitals were stable. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported 3cc of medicine was inserted into the patient's system. It was noted the patient had to go to the ER and overdose was determined. It was not known what was given and the issue was not resolved. The patient's weight was 140 lbs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, baclofen and "qualine" at unknown concentrations and dosages via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient experienced an overdose on (B)(6) 2020 following a pump refill. The patient explained that a "student" of their healthcare provider (hcp) had to "stab" them 5 times with the needle, which the patient thought was unnecessary, and then the "student" missed the reservoir fill port and ended up injecting 3 cc's of the medication into the patient's body. The patient's hcp then took the patient to another room, "numbed" them and then took an x-ray. The patient had to go to the emergency room due to being "so out of it from the morphine." The patient noted that they had 3.6 mg of morphine in their pump. The patient stayed in the ER for 5 hours because there was "nothing else they could do" and the patient was advised to sleep it off. The patient was afraid to go back to their hcp's facility and was trying to find another provider. No further complications were reported.